Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient had alarms overnight that were not captured on interrogation. They were admitted with altered mental status. Log files were sent for review and the event log recorded silence_alarm_button_pressed events on (B)(6) 2024 at ~12:17am where the silence alarm button was enabled at the system controller. There were no other unusual events seen within the log files. The mechanical circulatory support equipment was operating as expected. The customer stated that there was nothing that would have registered as a solid tone alarm that the floor described when doing the alarm review from the system controller. The last 6 alarms were power connections there. They weren't sure if there was something that might have alarmed but was not long enough to be captured on the alarm log.